Event description:
Reported as "rotor not turning" from voluntary rptr. Device was returned to MFR for analysis.

Manufacturer narrative:
3/4/1998: primary finding of device analysis revealed motor coil anomaly/open motor coil.